Manufacturer narrative:
Updated from "none". The customer contact informed ge healthcare that patient information was not available. The statement was updated from "the hospital reported the unit gives an error code stating the switch was not registered while attempting to switch from manual to mechanical ventilation mode. There was no report of patient involvement." To "the hospital reported the unit gives an error code stating the switch was not registered while attempting to switch from manual to mechanical ventilation mode. There was no report of patient injury." The serial # was updated from "(B)(4)" to "(B)(4)" (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit gives an error code stating the switch was not registered while attempting to switch from manual to mechanical ventilation mode. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare representative provided information on the repair, no confirmation of repair has been received from the customer. The responsibility of the repair is that of the customer.

Event description:
The hospital reported the unit gives an error code stating the switch was not registered while attempting to switch from manual to mechanical ventilation mode. There was no report of patient involvement.